Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump were less responsive and vibrates it sounds like something was losing. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump had changing batteries every 7 days, rejected new batteries and rewind was louder. Customer also reported that no delivery alarms and top of battery cap was harder to twist open. The insulin pump will not be returned for analysis.